Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the catheter did not peel along the score lines. The mechanical operation of the catheter was damaged. There was an issue with the catheter shaft. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted a partial delivery catheter was returned. The distal end of the delivery catheter was broken at 42.3 cm. The shaft of the delivery catheter was kinked at 32 cm. The shaft of the delivery catheter was spiral slit. Slitting on the hub of the delivery catheter was not on the score line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had extreme difficulty slitting the delivery catheter, more specifically getting the slitter to move through the hub of the catheter. The hub appeared to be out of alignment. Eventually the slitter did work through the hub but a tremendous amount of force had to be applied. No patient complications have been reported as a result of this event.